Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the second firing there was a problem. The actual firing itself went well and everything was done accordingly but when the instrument opened the tissue fell apart and no staplers were seen. There was a large opening where the staplers should have been placed. There seemed to be nothing wrong with the reload. No harm was caused the patient but this was due to a very attentive surgeon. The procedure was delayed by 90 minutes.

Manufacturer narrative:
(B)(4). Explain the problem that occurred during the second firing? After the firing there were no staplers in the tissue. There was nothing holding the tissue together, the stapler had just cut the tissue. The first reload (that is preloaded in the device) worked correctly. It was the second firing (a new reload) which went wrong. Did the surgeon really see any staples at all or were there only a few ? We think that we could see some staples in the proximal part of the stapling line, but only a few. If yes, were they unformed , malformed, please describe the shape. They were formed as 'normal' fired staples, as in a correct firing. Was the only reason for the delay of 90 minutes the difficulties with the device, or were there other circumstances which causes the delay? The difficult with the device caused a larger opening in the anastomosis than normal. The surgeon always suture this opening, and the suture procedure in this case took delayed the operation because of the large opening. On what tissue type was the device used? At what location on the tissue? On the ventricle, in the middle part, up against fundus (when creating the gastric pouch) what color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before: 1 blue, after: 3 blue and 2 white. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes, in the end of an existing staple line (as a continuous line). Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, not according to the surgeon. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? (B)(6) yes, according to the surgeon. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Obesity. Please provide the patient's sex, age and weight. Man. Age and weight unknown. What is the current status of the patient? Good. Please clarify how the large opening was corrected? With a extra reload. They did the next firing a bit more narrow than normal, to cover the opening. Was there blood loss? If so, please specify the amount? No, the accident happened. When stapling in the ventricle. No bigger vessels were cut. How was it controlled? Did the patient require any blood products? If so, please specify the amount? No. Did the prolonged procedure clinically impact the patient? How? No, just a longer anesthesia, but everything was ok. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.